Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer on 05/10/2016 and replaced the light scatter preamp card which was unstable, and contributed to differential results incomplete computation. The beckman coulter internal identifier for this event is (B)(6).

Event description:
A customer reported recovery of differential incomplete results on a coulter lh 500 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.